Event description:
A physician reported that a pt (age, sex unk) "presented with congestive heart failure after the first hyalgan (sodium hyaluronate) injection." Therapy start date, indication, and dose are unk. The pt's medical history and concomitant medication info were not provided. The status of hyalgan therapy and the outcome of the pt are unk. The physician "wants assurance that these two events are unrelated." More info was requested. Corrective treatment: not reported.